Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received power source alerts; however, the pump charged from 15% to 35%. A few hours later the battery gauge jumped up to 100% without being charged. The customer's blood glucose level was not impacted. A follow up with the customer on (B)(6) 2015 indicated that the pump was charging properly.